Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received hardware low level failure. Customer¿s blood glucose level was 109 mg/dl. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer was not able to complete insulin pump rewind. Customer stated that they performed self test and the test was passed. Customer troubleshooting was performed. The insulin pump will not be returned for analysis.